Event description:
It was reported that a 1000ml evacuated container was broken (cracked). The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed a damaged bottle. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the distribution process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.